Event description:
The customer called to report that the time and basal rates on the insulin pump were being changed by someone. The customer's blood glucose reading was 405 mg/dl at the time of the call. The customer was experiencing nausea, headache and difficulty breathing. The paramedics were called to the customer's home. The customer later called with a blood glucose reading of 600 mg/dl. The paramedics were called once again for assistance. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.